Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. This was a transient error and no further issues were observed related to this error. During evaluation, the device failed a step during testing. Upon visual inspection, the tubing related to the device's sensor board was found to be disconnected. The device had evidence of tampering. The device's tubing was reconnected was address the issue.